Event description:
The customer reported to customer service that "a screw fell off of the transformer" for her breast pump. Upon receipt of the product on (B)(6) 2012, it was noted that the transformer housing was cracked in half.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts to f/u with the customer to get additional complaint info, including a final attempt letter, have been unsuccessful. The product, however, was returned by the customer. An eval of the product was performed and the details can be found in the eval summary. In summary, a breach of the transformer housing was identified. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14.0 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.2 ohms, which is normal and indicates that the thermal fuse did not blow. See scanned page.